Manufacturer narrative:
Based on the event description, the failure mode associated with this complaint appears to be similar to the failure mode that prompted the variable lasso recall. All unused variable lasso catheters that were distributed prior to 2008 - which could potentially display this failure mode - have been removed from the field. Variable lasso catheter recall.

Event description:
It was reported that it was impossible to change the curve of the lasso catheter.